Event description:
Parent of patient contacted dexcom technical support on (B)(6) 2014 to report out of range signal on (B)(6) 2014. Parent of patient did not report any injury or medical intervention at the time of contact with dexcom technical support.